Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 142cm aviator plus .014 6.0x30 balloon burst at four atmospheres (4 atm) during an intervention. There was no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the intended procedure was an angioplasty with possible intervention. The target lesion was the renal artery. The lesion was reported to be: not calcified or tortuous, and not a chronic total occlusion (cto). The percent stenosis of the target lesion was not known. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was unknown. The contrast to saline ratio was fifty/fifty (50/50). The type and brand of inflation device used was unknown. The same indeflator was used successfully with other devices, two (2 each) additional aviator plus balloons were used after the initial one burst. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported any resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the: vessel, sheath, from the rhv (rotating hemostatic valve), from the guidewire, and from the guide catheter. No additional information is available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 142cm aviator plus .014 6.0x30 balloon burst at four atmospheres (4 atm) during an intervention. There was no reported patient injury. Additional information received indicated that the intended procedure was an angioplasty with possible intervention. The target lesion was the renal artery. The lesion was reported to be: not calcified or tortuous, and not a chronic total occlusion (cto). The percent stenosis of the target lesion is not known. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was unknown. The contrast to saline ratio was fifty/fifty (50/50). The type and brand of inflation device used is unknown. The same indeflator was used successfully with other devices, two (2 each) additional aviator plus balloons were used after the initial one burst. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported any resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the: vessel, sheath, from the rhv (rotating hemostatic valve), from the guidewire, and from the guide catheter. No additional information is available. The product was returned for inspection. One non- sterile catheter aviator plus .014 6.0x30 142cm balloon catheter was returned. Per visual analysis the balloon was deflated and had been inflated. Crystals of saline solution and dried blood residues were noted inside of the balloon and a kinked condition was noted at the distal end of the catheter near the tip area. No other anomalies were noted. Per functional analysis a leak test was performed. The balloon was successfully inflated: however, a leakage was noted exactly at the point of the kinked area of the distal tip. A product history record (phr) review of lot 17655860 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be conclusively determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a kink noted near the distal tip which leaked during analysis. According to the safety information in the instructions for use ¿caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information received: the product was returned for inspection. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.